Manufacturer narrative:
Based on the claim against the product by the customer noting the cadiere forceps instrument had a fault and the jaw would not open, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is being reported based on the following conclusion: it was reported that cadiere forceps instrument jaws did not open. While there was no report of tissue between the grips, medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the instrument jaws not to open. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument did not open the mandible and a fault was detected in the tweezer house. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the customer reported complaint. The cadiere forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly with no issues. The instrument was fully functional. An additional observation not reported by the site was also identified. The instrument was found to have one or more of the housing snaps broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument worked normally at the time it was introduced; however, the jaws did not open when the surgeon commanded. The instrument was not grasping or stuck on tissue when the reported problem occurred, so no instrument release key was required. The customer stated the instrument housing showed a malfunction. Review of the provided image is consistent with the alleged complaint of, "instrument did not open the mandible and a fault was detected in the tweezer house." There is a small gap between the housing and chassis and a small crack in the housing.

Event description:
Refer to h10/h11 for follow-up information.